Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in lead impedance measurements and threshold measurement. The patient is pacemaker dependent and had received an electric shock.